Event description:
It was reported that the customer had no delivery alarms, a battery out limit alarm, a weak battery alarm, and failed battery test alarms. Customer's blood glucose was 330 mg/dl. Customer also had a blank display. Caller stated that these were past events. Customer used old batteries and did not clear the alarms before inserting a new battery. Customer was asked to clean the connecters in the battery compartment. A new battery cap will be sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.